Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ebtr, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient could tell right from the start that the wire was not in position. They also recalled the surgeon telling them they would have all the same oab problems. They said that they had made adjustments themselves and did see the rep several times, the first being 3 months after implant and informed them the therapy was not working. They said they had it replaced on (B)(6) 2021.  They also said the battery didn't last 5 years, longevity being affected by settings was reviewed and the patient said their setting was at 5.0 volts.